Manufacturer narrative:
PMA 510k #k210476 device evaluation: the device was not returned to cirl. With the information provided, a document based investigation was conducted. Lab evaluation: n/a image review: n/a document review including IFU review: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1865706 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1865706. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-5). Root cause review: a definite root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to positioning of the device preventing the needle exiting the scope. Another possible root cause is that needle may have gotten caught at the end of the scope making it difficult to advance out of the scope. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental cancellation report is being submitted due to completion of the investigation on 24-may-2023. This event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No adverse effect to the patient was reported as occurring. Overall risk has been assessed as category iii (no risk). No reporting malfunction precedence exists for this complaint event for this product family.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle tested prior to use - and the needle did come out - upon insertion into scope to proceed with eus needle did not come out via the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a. 2. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? Yes. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). , stomach. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. Na. 11. If not with the device in question, how was the procedure performed and/or finished? Rescheduled the patient. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? N/a. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? Na. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another day. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? N/a. 23. When was the issued with the product noted? On advancement of the sheath/ needle or on needle retraction? Needle. 24. Was the syringe used during the procedure, after the stylet was removed? No. 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. 28. Was the stylet partially removed when advancing the needle into the target site? N/a. 29. How many samples were obtained (passes completed) with this needle? None 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Na.